Event description:
The customer reported that while the iabp was in use on a patient saline spilled into iabp. The iabp was functioning, but it was unstable to run on battery power. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that he found saline on boards and at bottom inside cart. The company representative replaced both the power management and motor drive boards. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).